Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. The probable cause was due to contamination caused by fluids used to clean the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not pass the touchscreen test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.